Manufacturer narrative:
The pump was received with the operating currents within specification. The pump passed the selftest, unexpected restart and displacement tests. However, the pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to a detached end cap. The drive support was inspected and was found slightly loose. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, display window, reservoir tube, reservoir tube lip and belt clip slot. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was 26mg/dl. The customer's most current level was 200mg/dl. The customer was treated with IV glucose. The customer states the drive support cap was flushed. The customer was advised the pump would be replaced and returned for analysis.